Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required complaint against sen-serter. Customer returned only enlite sensor, unable to confirm adhesive anomaly due to sensor being opened and used.

Event description:
Customer reported experiencing trouble with the transmitter. Customer also stated that when they change the sensor the needle comes out from the sensor. Customer stated that the needle comes out retracted and are unable to use it. Customer's blood glucose readings at the time of the call were 49 mg/dl and have treated with fruit snacks. No further information reported.